Manufacturer narrative:
A2: patient date of birth unknown. B6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. H3: the tightrail was not returned, thus no returned product investigation was performed. H6: perforation of vessels is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Using a spectranetics 9f tightrail rotating dilator sheath, the rv lead was removed first, then the ra lead. When the tightrail was removed, a subclavian perforation was detected, resulting in a large loss of blood to the patient. A rescue balloon was used to temporarily occlude the perforation, followed by placement of 3 stents to repair the perforation. The patient survived the procedure. This report captures the tightrail in use within the area when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.